Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as power consumption appeared higher than expected. The available data was several months old so an accurate assessment by boston scientific technical services (ts) was not possible, however initial indications did appear to be pbd. More recent data was requested. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as power consumption appeared higher than expected. The available data was several months old so an accurate assessment by boston scientific technical services (ts) was not possible, however initial indications did appear to be pbd. More recent data was requested. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device had been explanted and replaced with a non-boston scientific device. Device return is not expected.